Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during a bone lesion biopsy (blb) procedure in a pediatric patient, the oncontrol biopsy cannula reportedly fractured, resulting in a device fragment remaining within the patient. The operating physician was able to safely retrieve the broken fragment, and the procedure was completed without any additional reported complications. Good faith efforts were made to obtain additional information regarding the reported device issue and to determine whether any patient harm, injury, or adverse health consequences occurred as a result of the event. A total of three documented attempts were made to contact the user facility; however, no response or additional information was received. At this time, no further information is available for evaluation. Should additional information be received, the complaint record will be updated accordingly.